Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had an artificial urinary sphincter cuff removed and replaced due to the wrong size of the cuff resulting in recurring incontinence.

Event description:
It was reported that the patient had an artificial urinary sphincter cuff removed and replaced due to the wrong size of the cuff resulting in recurring incontinence.